Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that the patient's primary left hip via posterior lateral approach was being revised due to chronic dislocation anteriorly due to soft tissue damage and taper corrosion. The head and liner were revised. The stem remained implanted.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was not confirmed. Visual inspection form material analysis concluded from the returned device surface scratches on the articulating surface were observed. Yellow discoloration throughout the proximal surface was observed. Scratching is characterized by linear features produced by the plowing of asperities or third body debris between the femoral head and the articulating surface of the insert. Scratching is a commonly identified damage mode in uhmwpe inserts. Yellow discoloration has been attributed to in-vivo absorption of synovial fluids. Cuts and nicks caused during the explantation process were observed around the distal rim of the insert. There was no evidence of a white flake band that could indicate oxidation. A medical review was not performed because insufficient information was provided. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other similar events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. In this case, additional information including operative reports, progress notes and x-rays are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient's primary left hip via posterior lateral approach was being revised due to chronic dislocation anteriorly due to soft tissue damage and taper corrosion. The head and liner were revised. The stem remained implanted.